Manufacturer narrative:
It was reported that during amulet procedure three recaptures were required to re-position the lobe correctly, and a 6 mm pericardial effusion was detected on the last phase of the procedure. The physician mentioned the cause of effusion was abbott device. Information from field indicated that the patient had a complicated left atrial appendage anatomy and the activated clotting levels were 230s (less than recommended per instructions for use. The device was not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The reported intervention was was a result of case-specific circumstances as a pericardiocentesis was performed and removed 500 ml. The patient received protamine and then transferred to the unit care. The decision was made to withdraw the device and suture the laa to stop the effusion and transferred the patient to cardiac surgery. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The patent had a complicated left atrial appendage (laa) anatomy. The transesophageal echocardiogram (tee) measurements were 19 and 22mm, computed tomography (CT) measurements were derived perimeter at 23 mm (19,1x26,9). The activated clotting levels were 230s, 8000 units of heparin was administered and the atrial pressure was 12. During the procedure, they required three recaptures to re-position the lobe of the amulet device correctly, and on the last phase of the procedure, a 6mm pericardial effusion was detected. The physician mentioned the cause of effusion was abbott device. A pericardiocentesis was performed and removed 500 ml. After 45 minutes, the blood stopped leaking and the activated clotting (act) levels was 208s. The patient received protamine and then transferred to the unit care. However, after a while the blood continued flowing and 700 ml was drained. The decision was made to withdraw the device and suture the laa to stop the effusion and transferred the patient to cardiac surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.